Event description:
Approximately five (5) months after the index procedure, coronary angiography done during the follow-up period revealed in-stent restenosis of the previously placed cypher stents. The restenosis was treated with balloon angioplasty using three (3) balloons: a ryujin 1.25/10 mm balloon. A maverick 2.0/15 mmm balloon, and a sprinter 2.5/15 mm balloon. The stenosis was reduced from 100% to 0% after the balloon angioplasty. The pt was asymptomatic. The pt was discharged the day after the intervention. The pt was included in a clinical study. The index procedure was an elective case. The approach for the procedure was femoral. The target lesion was the obtuse marginal branch. The lesion was reported to be: concentric, a chronic total occlusion (cto), lesion length unknown, not tortuous, not calcified, a 100% stenosis, not a bifurcation lesion, absent of pre-existing clot, de novo, and type c. The lesion was pre-dilated with a 2.25/40 mm balloon at 10 atm. Three (3) cypher stents were implanted at 15 atm for 31-60 sec in overlapping fashion: two (2) each cypher 3.0/28 mm stents and a cypher 2.5/23 mm stent. The stents were not post-dilated. Ivus was done. The residal stnosis was 15%. The order of the deployments were not known. The flow pre-procedure was timi 0, and post-procedure timi 3. Pre-procedure medications were: aspirin 100 mg/day, ticlid 200 mg/day, isosorbide 40 mg/dl, and nicorandil 15 mg/day. Intra-procedure meications were: aspirin 100 mg/day, heparin 10,000 units, ticlid 200 mg/day, isosbride 40 mg/day, and nicorandil 15 mg/day. Post-procedure medications were: aspirin 100 mg/day, tilid 200 mg/day, isosorbide 40 mg/day, and nicorandil 15 mg/day. A three (3) month follow-up reported the pt was asymptomatic.